Manufacturer narrative:
The customer would like to send the input box in for repair. The model and serial numbers of the affected bedside monitor (bsm) were not provided by the customer at the time of the initial call. Nihon kohden technical support is attempting to obtain that information, however, the customer has not yet replied. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the input box sent an "input module failure" error message to the bedside monitor (bsm) then forced the bsm to spontaneously reboot.

Manufacturer narrative:
Details of complaint: customer biomed reported that he was informed of input unit ay-653p-qm sn (B)(6) giving input module failure and forces bedside to reboot. The input unit information is captured under product section. Customer reported this issue occurred when plugged into bsm6501a sn (B)(6). The issue then re-occurred when plugged into another device bsm6501a sn (B)(6). Customer biomed was not able to duplicate the issue. The third occurrence happened when input unit was plugged into bsm6501a sn (B)(6). Customer biomed was then able to continuously duplicate the issue in the biomed shop on bsm6301a sn (B)(6). Service requested: repair. Service performed: repair. Investigation result: input unit was put into service on 6/28/2012. Warranty expired on 6/28/2017. Device service history shows one other ticket created for this device, 12556. This ticket was not related to host monitor rebooting. Per operator's manual for bedside monitor series 6000, 27th edition, "input unit failure" error indicates communication error between input unit and main unit, memory unit (qm-600p) inside input unit is damaged, bedside monitor or cns has a different time zone setting and data in the input unit is deleted. Nka repair center found the sd card was causing the reported issue. This was resolved by installing a new sd card. Qm-600p consists of sd card reader, controller and related internal memory. In this case, only the sd card failed and not the qm-600p. Sd card is a yearly maintenance check item. If sd card does not pass the inspection, replacement is necessary. Device has been in service since 6/28/2012. It is unknown if sd card has been replaced during device's lifetime. The root cause of sd card failure could not be determined. Correction: b2. Hospitalization - prolonged. Incorrectly selected on initial MDR. De-selected on MDR follow up 001. D4. Serial #. Listed as ni. Serial # has since been provided. D11. Concomitant medical products: the bedside monitor 6501 was used in conjunction with the ay-653p. Model: ay-653p, serial #: (B)(6), UDI #: (B)(4), d8. Is this a single-use device that was reprocessed and reused on a patient? No. D10. Input unit used in this incident was returned on: 04/22/2019. D11. The ay unit was used in conjunction with the bedside monitor. F9. Approximate age of device for ay unit: 83 months. H4. Device manufacturer for ay unit: 03/21/2012. H5. Labeled for single use? No. H8. Usage of device: reuse.

Event description:
The customer reported that the input box sent an "input module failure" error message to the bedside monitor (bsm) then forced the bsm to spontaneously reboot.